Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis and drain pain in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unknown date in 2012, the patient underwent pd catheter placement. On an unknown date in 2012, the patient began pd catheter flushes with dianeal pd4 ambuflex therapies (doses and frequencies unknown, lot numbers not reported), intraperitoneally (ip), for peritoneal dialysis (pd). The patient never started pd regimen at home. On an unreported date, the patient was switched to hemodialysis. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. During hospitalization, the patient's peritonitis was treated with unspecified antibiotics used to treat gram negative organisms. On (B)(6) 2012, pd therapy was attempted using the cycler (drug unknown) and was discontinued due to drain pain. On (B)(6) 2012, the patient was discharged from the hospital. The outcome of this peritonitis event was unknown. Per the nurse, the peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report is a duplicate of manufacturing report number 1416980-2012-07450. All information will be contained in report number 1416980-2012-07450.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.